Manufacturer narrative:
A ge service rep performed an on site investigation and identified two problems; one with the cable connection and the other with the image processor board. A partial repair was done facilitating image saving, but the rotation function remains intermittently not working. No conclusion can be drawn as additional repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 9600 system housing was hot and the rotation and save functions were not working. No pt injury was reported.